Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2016, she experienced heavy menstrual bleeding (seriousness criterion hospitalisation). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding. The reporter commented: other products: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 34-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6)2016 she experienced heavy menstrual bleeding (seriousness criterion hospitalisation). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding. The reporter commented: other products: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.